Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. Inner part hand piece broke off at incision site. No patient harm. Another device was opened to complete the procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. Inner part hand piece broke off at incision site. No patient harm. Another device was opened to complete the procedure.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 06/19/2020. An investigation was conducted on 07/14/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the intact c-ring. No visual defects were observed on the cannula handle or on the c-ring. Blood and charred material was observed on the bisector blade as well as on the electrodes. The handle of the bisector was observed to be intact, no visual defects observed. A mechanical evaluation was conducted. The blue toggle switch was able to retract and extend the blade with no physical or visual defects. Based on the returned condition of the device, the reported failure "break" was not confirmed.